Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. Boston scientific technical services (ts) noted that a revision was scheduled. Additional information indicated that the suspected cause of the high thresholds was dislodgement. This rv lead remains in service. No adverse patient effects were reported.